Event description:
The clinic reported that a laser vision correction patient presented with an epithelial ingrowth in the right eye following a laser treatment. The patient's flap was lifted and the epithelial ingrowth was removed. The patient was prescribed topical steroids. The patient's uncorrected visual acuity was 20/30 in the right eye prior to the removal of the epithelial ingrowth.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and does not require field service or clinical support. All pertinent information available to amo has been submitted.  Placeholder.